Event description:
Customer states that the internal centriguge timer is functioning erractically. The timer will sometimes increase the amount of time or decrease the amount of time that is preset by the factory for the centrifugation duration.